Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 20's(mg/dl). Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.